Manufacturer narrative:
A maquet field service engineer (fse) inspected the ventilator on-site and could confirm the reported problem. The air gas module was found to be defective. After replacement of the air gas module the device was successfully tested and placed back in service. The replaced air gas module has been scrapped and is not available for further investigation. As log files were not collected at the customer site, there will be no further information provided for further investigation. The cause for the reported event, therefore, cannot be determined from this investigation.

Event description:
It was reported that the o2 sensor test failed during pre-use check. There was no patient involvement. Manufacturer ref: (B)(4).